Event description:
It was reported the bronchovideoscope had no image. The issue occurred during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for evaluation and the reported malfunction was not confirmed. Based on the results of the investigation, it was possible that the event was caused due to occurrence of abnormalities in the image sensor unit and internal board of video connector. Regarding the occurrence of the abnormality and damage, since the plug unit was found to be damaged, it was considered that irregular loading was applied to the internal circuit board. However, it was not possible to specify the event. Olympus will continue to monitor field performance for this device.